Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD replacement due to normal eri, externalized conductors were observed. No electrical anomalies were present. Physician elected to continue to use the lead.